Event description:
A report was received that a pt will have a pocket revision due to discomfort at the pocket site. The physician revised the pocket site successfully. The pt was reprogrammed and is reportedly doing well after the revision surgery.

Manufacturer narrative:
This is the final report.